Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose (bg) level was 504mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.